Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently under evaluation. Upon completion of the device evaluation, or if additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test. The product analysis lab (pal) evaluated the device. Internal and external inspection revealed fluid contamination. The cause for the earth leakage was determined to be due to the fluid contamination. The device was to be scrapped. If additional relevant information is obtained, then a follow-up MDR will be submitted.